Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease flat, white particles in the surface of the shell, and openings. A leak test was performed and identified a curved opening. A microscopic analysis was performed which identified a puncture opening on anterior side consistent in the use of some surgical tools. Based on the device analysis the final assessment was a puncture opening on the anterior side due to surgical damage-like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.